Event description:
Abbott has identified two potential issues when using alinity hq analyzer software versions 5.6 and below outside the us (ous) and version 5.7 in the us, which will be corrected in the upcoming software versions. Issue 1: falsely low rbc and hct, and falsely high mchc and mch. When processing a cbc+diff sample that immediately follows a cbc+diff+retic sample, diluent may backflow into the rbc dilution cup. This may result in falsely low red blood cell (rbc) and hematocrit (hct) results consequently falsely high mean cell hemoglobin concentration (mchc) and falsely high mean cell hemoglobin (mch) results. Issue 2: falsely increased baso (software 5.0 and above). An overestimation of the basophil (baso) count may occur on some samples when cell events are incorrectly counted as baso during sample analysis. This may result in falsely increased baso counts. There has been no reported impact to patient management as a result of this issue.

Manufacturer narrative:
Additional information for section d; alinity h-series v. 4.3 system software release 20000304-198 alinity h-series v. 5.0 system software release 20000304-215 alinity h-series v. 5.1 system software release 20000304-223 alinity h-series v. 5.4 system software release 20000304-229 alinity h-series v. 5.6 system software release 20000304-236 alinity h-series v. 5.7 system software release 20000304-238 a product correction letter was issued on 14jun2024 to all alinity hq customers who have installed alinity hq analyzer, notifying them of the potential issue that may be exhibited when operating the alinity hq analyzer with software versions 5.6 or below and the necessary actions to take until the new software is installed on their system. Option 1: the customer must select one of the two options prior to running samples and depending on laboratory workflow: batch your cbc+diff+retic samples on an analyzer or ensure a background cycle is run prior to processing the next cbc+diff sample on that analyzer. Option 2: the mchc for the laboratories are typically set between 31 ¿ 36 g/dl. In the event your patient sample flags mchc results greater than the reference range in your lab, rerun the sample and ensure the rerun does not immediately follow a cbc+diff+retic sample. Customer should continue to follow the alinity h-series operations manual to verify flagged results. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity hq analyzer to install the new software.